Event description:
Rptr c/o severe hives, swelling of joints, pain, severe headaches, heart palpitations nervousness, shaking, blurred vision, and goiter that had to be treated with radioactive iodine. Both implants had ruptured, and leaked silicone into rptr's system. She was a very healthy person before this surgery. The doctor informed her of the benefits of implants. He also told her you could stomp on an implant and it would not break. She has seen fifteen doctors. She has been diagnosed with grave's disease, lupus and arthritis. She will be on medication for the rest of her life. (*)